Event description:
It was reported that during a small bowel resection procedure, on the third firing with a blue reload, the device locked up after traveling 3/4 of the way of the expected cut/staple line. When the device was removed, it was noticed that the staples at the distal end of the staple line were loose not formed. Another device was used to complete the procedure and the surgeon decided to over-sew the staple line. There were no adverse consequences for the patient reported. The surgeon stated that "it felt like the device went off track."

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual conditions and with two cartridges present. The cartridge a was received fully fired; cartridge b had the proximal 32 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge b and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.